Event description:
Had left total knee replacement and with otismed triathlon device. From that day on my life changed, 1st pain on walking then ankle severe daily pain to this date, then back kyphoplasty - left shoulder pain and now replace the knee again. On (B)(6) 2009, 1st day postop told replacement is too large. Surgeon visits in (B)(6) 2009 through date with dr. (B)(6) who did replacement. From (B)(6) 2009, my left leg has hurt. It then involved the left ankle. I have left hip pain and for the past year the left shoulder pain and thoracic back pain. I went to get second opinion on my left knee on (B)(6) 2016 and after eval dr (B)(6), orthopedic surgeon started my option was surgery which could lead to taking the replacement out. I am (B)(6) and afraid I could end up immobile. Before the knee replacement I was working on my feet, then had to go to desk, and then retire. I have been unable to even walk in grocery or go on vacation. (B)(4) ended my life as I knew it. And I was never advised by dr (B)(6) or any other physician that there had been a recall. Feel free to call me at my time.